Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral causalgia and spinal pain. The patient reported that her leads were in the wrong place, so she didn¿t use it for a long time. The patient reported that they revamped it in surgery and moved the leads around, so she knew it worked. The patient reported that the leads were moved because she was pregnant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that her leads were in the wrong place "when they put the stimulator in, they just moved it where it needed to be a week and a half ago", so she didn¿t use it for a long time.